Event description:
Unsolicited communication. Pt's mother reported that pt. Missed infusion today- due to pump malfunction. One dose (cutaquig 5gm) needs to be replaced due to freedom 60 serial number: (B)(6)) malfunction. Maintenance due date is unknown. Pt's mother reported that she started infusing dose about 2 hours ago and nothing has been infused yet. The dial on freedom 60 pump keeps winding and no clicking noise. Pump available for return. Unknown if patient experience an adverse event as a result. All known information is contained on this form. Indications: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function; other immunodeficiencies with predominantly antibody defects. Reported to (B)(6) by pt/caregiver.